Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A doctor of ophthalmology reported that during a cataract removal with intraocular lens (iol) implant procedure, the injector was observed to be tight, and the "shooter" went past the lens when pushing it forward and cracked the lens. It was noted that folding of the lens by the nurse was the suspected cause. The lens remains implanted but another surgery is planned to exchange it. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Clarification was received via a completed questionnaire. When looking at the iol postoperatively, a crack was observed in the mid-periphery of the iol. Another surgery to exchange the lens is under consideration. In the surgeon¿s opinion, the device did cause or contribute to the event as it was difficult to fold/insert the lens.